Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jul-2023. H6: investigation summary forty-seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Thirty-nine samples expelled the solution with a normal flow. Eight samples did not expel the solution; these needles are clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "100's of these needles noted to be defective. Give resistance when synringe push/pulled. One known instance of having to re-do a flu vaccination due to administering injection and being unable to inject soloution from syringe. ER dr's also verbalized to oh he has had same issue when using these needles."

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "100's of these needles noted to be defective. Give resistance when synringe push/pulled. One known instance of having to re-do a flu vaccination due to administering injection and being unable to inject solution from syringe. ER dr's also verbalized to oh he has had same issue when using these needles."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "100's of these needles noted to be defective. Give resistance when synringe push/pulled. One known instance of having to re-do a flu vaccination due to administering injection and being unable to inject soloution from syringe. ER dr's also verbalized to oh he has had same issue when using these needles."